Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump primed the tubing during the load step. It was noted that the pump emitted a "no cartridge detected" alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/19/2015 with the following findings: a review of the pump¿s black box history showed that loss of prime warnings due to zero force and two cartridge not detected warnings were recorded on (B)(6) 2014. During testing, the pump was not able to successfully complete a load step function during investigation. The load step was initiated and the motor continued to drive until the limit was reached. A cartridge not detected warning was emitted. The pump case was removed and the force sensor pins were found to be seated; however, a cracked force sensor trace was found at the force sensor pin.